Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a sleeve stuck in the problem area of the pipetter assembly. The fse cleaned the sleeve and replaced the tip clamp. The instrument was inspected, tested without further problem, and returned to service.